Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station had a hardware failed. The customer reported that there was an ongoing issue where it has a failed pocket that does not exist. This issue has resulted in the drawer and cubies being unable to open when trying to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that there was a failed pocket that did not exist.a field service engineer identified this as a database problem and referred to the knowledge article in the feed that referenced the solution. They contacted technical support and informed them that this issue was software-related and could be resolved remotely. The system functioned as intended after the field service engineer troubleshot the device.